Manufacturer narrative:
We have not received the product so far and the customer has not sent us any further information yet. Due to the initial customer feedback we decided to report this case.

Event description:
Our distributor informed us on november 23 that one of our products was involved in an incident.